Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the patient underwent hardware removal due to the bone being healed and to avoid infection. Screws removed were five (5) unknown 3.5 variable angle (va) locking screws, six (6) unknown 3.5 cortex screws, four (4) unknown 2. 4 cortex screws, 1 (one) 3.5 va-locking compression plate (lcp) proximal tibia plate and one (1) 2.4 lcp plate 4 holes. All hardware successfully removed with no issues. Original implant was on april 30,2018. There were no known comorbidities. There was no patient consequence reported. It is unknown if there was surgical delay. Procedure and patient outcome is unknown. This complaint involves (5) reports totaling seventeen (17) devices. This complaint is for (1) 2.4 lcp plate 4 holes. This report is 2 of 5 for (B)(4).